Event description:
The hot biopsy forceps was inserted into the colonoscope to obtain a biopsy. The jaws of the forceps would not close. The handle fell apart in the tech's hand. The biopsy forceps could not be pulled through the scope. The colonoscope then needed to be removed from pt. The tip of the forceps was cut and removed from scope. The scope then had to be reinserted and procedure completed.